Event description:
Event details: it was reported through the research article ¿intravascular imaging to guide percutaneous treatment for left ventricular assist device extrinsic outflow graft occlusion¿ identifying that heartmate 3 (hm3) may be associated with extrinsic outflow graft obstruction. This case study presented a 76-year-old woman with ischemic cardiomyopathy implanted with hm3, who presented with congestive symptoms and a low flow state. Computed tomography angiography (cta) revealed an extrinsic outflow graft obstruction. The patient was brought to the operating room (or) for percutaneous stenting. While in the or, coregistration was performed with cta-fluoroscopy fusion imaging, and an intravascular ultrasound (ivus) confirmed graft compression. A stent was deployed using the cta-fluoroscopy fusion imaging. The stent was postdilated with a noncompliant balloon working from inflow to outflow of the stent. A repeat ivus revealed a new severe graft compression at the stent outflow, which was treated with another overlapping stent. After postdilation, ivus demonstrated no graft compression.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at the time of the event. Details are listed in the attached article. Section b3: date of event has been listed as the date of publication (01dec2024) since the date of data collection was not provided. Author information: basman, c., mody, k., kim, b., anderson, m. B., batsides, g., jelnin, v., yoon, s., & kaple, r. K. (2024). Intravascular imaging to guide percutaneous treatment for left ventricular assist device extrinsic outflow graft occlusion. 17(24), 2955¿2956. Https://doi.org/10.1016/j.jcin.2024.10.003 hackensack university medical center, hackensack, new jersey, USA. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: review of the images provided in the submitted article confirmed the reported event of an extrinsic outflow graft obstruction. The provided computed tomography and ivus images appeared to capture a buildup of material on the external side of an outflow graft deformation, between the proximal graft and bend relief. These findings are consistent with an extrinsic outflow graft obstruction which could have contributed to the reported low flow state. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Chapter 1 of the IFU, "introduction", lists adverse events that may be associated with the use of the heartmate 3 lvas. This chapter also explains all pump parameters, including pump flow. Chapter 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Chapter 5 of the IFU, ¿surgical procedures¿, contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Chapter 5 also contains a sub-chapter on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Chapter 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Chapter 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This chapter also explains how to attach the bend relief. Chapter 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Chapter 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.